Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the front bezel to address the reported issue and the unit passed all testing.

Manufacturer narrative:
The bezel was returned for evaluation; previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
Report date: 27sep2021.

Event description:
It was reported that the ventilator¿s settings were moving on their own after being selected. The issue was due to the navigation ring. The issue occurred during set up for use, no delay to therapy noted.